Manufacturer narrative:
H10/h11: the initial incident report was submitted with incorrect manufacturing site information and registration number (B)(4) the correct manufacturing site information and registration number is (B)(4). Corrected data: d3 and g1 manufacturing site name, address and contact information.

Manufacturer narrative:
Evaluation is not possible, as the device will not be returned. The part and lot number were not provided making an examination of the manufacturing records prohibitive. The investigation was limited to the information provided. This investigation could not draw any conclusions about the reported event with the limited clinical details provided. If additional clinical details become available in the future, the investigation will be reopened.

Manufacturer narrative:
Report was inadvertently submitted under manufacturer number (B)(4) but the correct manufacturer number is (B)(4).

Event description:
It was reported that the patient had left shoulder pain and weakness. The event was treated with a revision surgery.